Event description:
This is an international report where a black particulate matter was observed in the cassette. There was no patient involvement and no patient injury.

Manufacturer narrative:
(B)(4). The assignable cause was not determined.

Manufacturer narrative:
(B)(4). The complaint was not confirmed in the sample evaluation. A visual inspected was conducted and a black particulate matter was found in the cassette. The particulate matter size is less than 0.20 sq mm, which is within the specification.